Event description:
End-user states has had many problems since purchasing chair about a year and a half ago. End-user states right motor has been replaced twice (i100110298, i100121711), the left motor is noisy (i100121714), the brakes don't engage properly (i100121717), and the chair stopped while going over a threshold (i100121723). End-user states the chair has not been abused.